Event description:
Caller reported false negative urine hcg results on consult diagnostics hcg combo cassette vs positive results on home pregnancy test (brand unk) and serum quantitative test. Pt had positive results on a home pregnancy kit and presented midday for office visit and testing. The pt's last menstrual period was 7/18 and serum quantitative test value was 86miu/ml.

Manufacturer narrative:
Lot number: hcg9090210. Expiration date: 08/2011. Control lot: 20miu/ml hcg urine lot: hcg100223-01; 100miu/ml hcg urine lot: hcg100513-01; 248.8iu/ml hcg urine lot: hcg100727-04. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 248.8 iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Testing on returned product pending. No corrective action required at this time as no product deficiency was established.